Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the pump. After inspecting the power activity log, fse found that the iabp was powered on, on (B)(6) 2023 at 15:58:22. At the time the iabp was powered on, battery 1 was at a charge of 75% and battery 2 was at a charge of 77%. At the time, iabp was plugged into an a/c power source charging battery 2. Iabp was disconnected from a/c power source at 16:12:53 on (B)(6) 2023 and both batteries were allowed to completely discharge at 19:45:44 on (B)(6) 2023, causing the unit to power off on its own due to insufficient battery supply and it not being connected to a /c power source. Fse plugged iabp into a/c power source and confirmed that the console is properly mounted in the cart and display reads "hybrid", and also confirmed that the battery charging indicator is illuminated. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by phone that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit shut down. There was no patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.